Event description:
The customer reported that the iabp was connected to the mains and was in use on the pt. The unit shifted to battery operation automatically and switched off when the batteries were depleted, even though the main power supply was fine. The unit would not switch on or charge the batteries when connected to the main. The pt was connected to the unit and was in critical condition. This event occurred while the pt was connected to a cardiosave iabp. This event was documented on complaint (B)(4) and will be reported via an alternative summary report. The pt was then placed on a cs300. The pt was on the cs300 for 7 days and 2 days prior to death the pt was withdrawn from therapy. It was reported that the pt was admitted with a pre-existing cardiac condition, and as to whether the death can be attributed to the iabp is under investigation from the hosp. The purpose of the medwatch is to report the event for the second pump.

Manufacturer narrative:
Currently, there is no info available on the device. We are following up with the customer; as more info becomes available a supplemental report will be sent. (B)(4).